Manufacturer narrative:
The device remains in the patient, therefore product testing on the devices could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A part of the device history records review the sterilization records for this lot were reviewed and this device lot passed sterility test. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risks of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
It was reported that the surgeon inadvertently placed the stent in the ciliary body band. Several attempts were made to retrieve the stent but eventually the surgeon decided to leave it where it was to prevent possible damage in attempts at retrieving it. The stent was visible at the end of the case. A backup stent was not implanted. Additional information has been requested.